Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was in humid weather wearing the pump against the skin. The customer's blood glucose level was not impacted. The customer indicated that alternate insulin therapy would be used until replacement arrived.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.